Event description:
Customer called to report what appeared to be a diluent leak of approximately 5 milliliters from the coulter ac.t diff2 analyzer, which was not generating any results for the parameters. The field service engineer (fse) inspected the instrument and observed that the waste pathway and vacuum isolator chamber (vic) had waste build-up that did not allow fluid to properly flow through the path. The fse bleached the waste pathway and vic, and replaced the waste filter, after which there was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, eye protection, and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There were no erroneous results reported out of the laboratory.

Manufacturer narrative:
The root cause for the leak was build-up in the waste pathway and vic, which caused improper draining of the baths. The issue was resolved after the fse performed the services described. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)